Event description:
It was reported to philips healthcare that the customer requested the ECG functionality on the device to be checked. There was no negative patient impact.

Manufacturer narrative:
(B)(4).